Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter called in to report unexplained low and high blood glucose levels while on insulin pump therapy. The customer was a brittle diabetic. The customer's blood glucose level was 417 mg/dl at the time of call. The customer treated with the insulin pump and manual injections. The caller declined to troubleshoot since they just did a complete set change. The caller stated they would monitor the device and call back if issues persisted. Nothing was replaced or returned.